Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 20mg/dl. The customer's most current level was 130mg/dl. The wife believes the dexcom sensor did not alarm when it was supposed to. The customer was advised to monitor the device and call back if issues persist. The customer was assisted with carelink upload.